Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade unknown and infection.

Event description:
Healthcare professional reported left side capsular contracture due to a rupture, baker grade is unknown." Patient reported "experiencing visible deformities" and "capsular contraction and possible rupture/infection." Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, broken shell, missing shell (25-50%) and underweight. A visual and microscopic analysis was performed, which identified sharp broken on radius, stress marks and crease fold. A dimension measurement in the shell was performed, which identify the thickness within specification. Base on the device analysis, the final assessment is: a sharp pattern on radius of broken device assessed, as an unidentified (tear) opening. Missing shell assessed, as inconclusive.

Event description:
Device has been explanted.